Event description:
It was reported that this patient stayed overnight in the hospital following implant of this implantable system. Lead assessment was performed that evening and this right ventricular (rv) lead exhibited pacing impedance measurements greater than 2000 ohms, high threshold measurements in unipolar configuration and no capture in bipolar configuration. The patient remained in the hospital for further evaluation. The following day, a revision procedure was performed, and the lead was successfully repositioned. Measurements were acceptable and remained stable during the case and the following day. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.